Event description:
The iab was inserted into the patient on 2/14/97 at 6:00 am and removed on 2/14/97 at 4:00 pm. The iab did not malfunction. As a result of the event, the patient had an ischemic complication. (Event complications: the patient had an ischemic complication) - reported 3/7/97. (Pt's current status: unk - rpt'd 3/7/97.)